Manufacturer narrative:
(B)(4). The device history record review for the product visistat 35w (B)(4), lot number 73k1400376 investigations did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler got stuck during use. The patient's condition was reported as unknown.

Manufacturer narrative:
(B)(4). One (1) stapler from catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # was not confirmed, and stapler was received with remaining staples. During visual inspection components looked well assembled; no damage; however, stapler was received with trigger component pre-activated. Functional inspection: stapler was activated for full activation cycle according to IFU product "the trigger must be squeezed all the way in". Failure mode stuck in stapler reported by the customer was not able to be duplicated with the remaining staples that were received. Although; from the sample received it was observed the defect reported by the customer stuck in stapler during visual inspection; the root cause for this issue is considered unknown since the trigger components was received pre-activated & it is unknown why it did not complete the cycle of activation. A functional inspection was performed with remaining staples; according to the IFU product, the device worked properly. No quality issues were found during the functional testing; therefore corrective action is not required at this time. In addition, all products are 100% tested by manufacturing and this defect would have been detected during the functional testing.

Event description:
Alleged event: the stapler got stuck during use. The patient's condition was reported as unknown.